Event description:
The lay user/patient contacted lifescan alleging the meter display is fading. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion measuring approximately 3.0mm in diameter and 15mm in length was located in a moderately calcified and moderately tortuous unspecified coronary artery. The lesion was predilated with both 2.0x20mm and 2.5x20mm balloons. A 3.0x16mm promus element stent was advanced to the lesion but could not cross. The device was removed from the patient and two stent struts were sticking out on the proximal end of the stent. The procedure was completed by dilating the lesion again with a 2.5x15mm balloon and deploying a 3.0x18mm non bsc stent. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.